Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. Console logs from the reported day of event do not contain any information relevant to this failure mode. The console was investigated. Initially, the purge assembly door was sealed, and upon closer inspection of the purge assembly, purge fluid residue was found. This residue indicated a purge fluid leakage during clinical use. The root cause of the purge door inoperable i.e. Not opening easily was due to the glucose ingress. The root cause of the automated impella controller - damage during therapy found no issue found during the case. The device functioned/operated to specification. A.1-a.5 are unknown.

Event description:
The user facility reported an automated impella controller (aic) had an issue opening the purge cassette door when the button was pressed to release the door. The staff had to gently pry it open. This issue occurred during support. There was no patient harm.